Event description:
Procedure: "port-a-cath". Reportedly, with the device in coag mode and the setting on 25 there was a "major" excessive sparking and a rag caught on fire. It started as a spark and ended as a 3 x 3 inch fire on the sponge and flames coming out of the surgical cavity about 2 inches above the body. The pencil was switched and the sparking continued. Then the machine was switched out and there was no excessive sparking. There were no reported injuries to the pt. The biomedical engineer tested the unit and the unit tested sat.